Event description:
It was reported that the patient received a vibratory alert and presented to the e.r. Device interrogation revealed that the device was in back-up mode. A device download to restore normal function was planned and the patient was sent home. The next day, the patient received multiple hv shocks and presented to the e.r. A magnet was placed over the device to stop the therapies. Telemetry strips showed t-wave oversensing, and the shocks were deemed inappropriate. The device download was successful and normal device function was restored. The patient stayed in the hospital for one night. No further consequences were noted.